Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(6). Date of manufacture: dec 30, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a routine implant and instrument test by the surgeon on (B)(6) 2017, it was discovered that the locking compression plate (lcp) drill sleeve couldn't be attached to an unknown plate. There was no patient or surgical involvement associated with the reported event. Concomitant device: 1x unk plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the review of the device history records revealed no findings. Based on investigation conducted by manufacturing plant, this complaint is confirmed. The investigation determined the issue was related to a manufacturing/processing error. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.